Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a raw, open wound under the front therapy electrode pad. The patient was in a hospital and the nurse treated the wound with gauze and ointment. The patient removed the lifevest temporarily to allow the wound to heal. Follow-up indicated that the wound was improving.